Event description:
A code was called and the defibrillator was being used when it failed to work and began to read "battery not charged". A new defibrillator was obtained and used.the battery on the defibrillator needed to be replaced after 18 months. The manufacturer's guideline says the battery is good for 2 years.manufacturer's battery was in use.what was the original intended procedure?code.device #1is this a laboratory device or laboratory test?no.